Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-fem-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the secondary strut is bent up. Patient outcome: unknown if the device made patient contact.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on event description and returned product. The femoral introducer with loaded filter was returned. Investigation found one of the secondary filter legs bending upwards against the clip bushing. Otherwise, the filter appears undamaged and in proper shape. Based on very limited information provided the exact reason for the secondary leg to bend upwards cannot be determined, but the type of damage may indicate that the filter was pulled back through the hub of the introducer sheath, maybe because some difficulties were encountered when attempting to advance the filter through the sheath. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events.